Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with burning, redness, infection and abscess underneath sensor pod area. The sensor fell off because the patient was scratching her skin. After the removal they found out that there was irritation on the skin under the patch adhesive. The patient was taken to the clinic by the grandmother as the patient experienced an infection on the site where the sensor was inserted. The doctor prescribed oral antibiotics (flucloxacillin). The patient used over the counter cavilon skin as barrier product and it helped to minimize or prevent the skin reaction. At the time of the report the patient was doing okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).